Event description:
It was reported to the manufacturer by the end user, per the end user patient was being lifted when ring on lift snapped and bars hit pt on head. Pt fell into chair that she was being transferred to. The bar hit the patient in the face. The patient was sent to the ER for evaluation. The patient sustained a contusion to the top right side of the head with inflammation. Per the joerns facility manager, that was called out to the facility after the incident, the cradle detached from the lift and hit the patient in the face. (B)(4) were entered into our system to have the lift returned to joerns for investigation. The lift was received at joerns on 05-17-2016.